Manufacturer narrative:
The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The device remained in use supporting the patient. A correlation between the device and the reported pre-xyphoid subcutaneous abscess and septic shock could not be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 14 months post-implant, it was reported that the patient was admitted into a local hospital with a fever related to an infection. On (B)(6) 2014, the patient was transferred to (B)(6) hospital. The patient experienced septic shock and "pre-xyphoid subcutaneous abscess with suspected connection to heartmate ii outflow graft." A wound vac was implanted and the patient is on antibiotics.